Event description:
Related manufacturer reference number: 2017865-2021-33110. New information received notes that the patient underwent left ventricular lead explant due to dislodgement. There were no patient consequences.

Manufacturer narrative:
The reported event of no bluetooth telemetry was not confirmed. Based on the review of the information provided, analysis returned normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for outpatient follow-up. It was found that the patient's implantable cardioverter defibrillator failed to be interrogated via bluetooth telemetry. Device check was conducted using telemetry wand. No intervention was performed. There were no patient consequences.